Event description:
The customer reported that the collimator coned down. This error may cause the system to lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.